Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that the alleged issue began at an unspecified date and time about ten months ago. The patient stated that she manages her diabetes with insulin, 20units of lantis taken in the morning and in the evening, and 8 units of humalog taken three times a day with meals, and decreased her humalog intake by 4units in response to the reported issue. The patient claimed that the alleged issue "was intermittent" and at an unspecified date and time in (B)(6) 2011, during one of the occasions wherein the subject meter allegedly did not turn on, she "passed out" and was taken to the emergency room (ER). The cca was informed by the patient that she was tested on the hospital's meter (unknown device) and obtained a reading of "19mg/dl" and was administered with IV glucose. During the troubleshooting, the cca noted that the reported issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.